Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a question regarding why elective replacement indicator (eri) had not triggered given the battery and impedance voltage. The eri criteria was explained. It was further stated that the battery voltage was lower than expected. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.